Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that five cre pro wireguided dilatation balloon were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, when the physician inflated the balloon to 12mm, then 13.5mm and when attempting to inflate to 15mm the balloon burst. The procedure was completed with another cre pro wireguided dilatation. There were no patient complications have been reported due to this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h2: additional information: block d4 (lot number, expiration date) and h4 (manufacture date) block h6: device code a0402 captures the reportable issue of balloon burst. Block h10: investigation results a visual and microscopic examination of the returned complaint device found that the balloon was torn longitudinally, which confirms the reported event. No damage found on the catheter of the device. This failure is likely due to factors encountered during the procedure, such as interaction with any surface during the procedure could create friction on the balloon, causing the problem of torn longitudinal during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that five cre pro wireguided dilatation balloon were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, when the physician inflated the balloon to 12mm, then 13.5mm and when attempting to inflate to 15mm the balloon burst. The procedure was completed with another cre pro wireguided dilatation. There were no patient complications have been reported due to this event.